Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the aorta was punctured during initial insertion. The surgeon converted to an open procedure to complete the surgery. The hospital has reported the pt is in stable condition.